Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. An internal inspection of the device found extensive damages including water ingress. As a result of the device being tampered with, root cause could not be firmly established. Due to water ingress, the device is unrepairable. The device was returned to the customer labelled as "not for clinical use." Analysis of reports of this type has not identified an increase in trend.